Event description:
It was reported to philips that the device failed to properly power on and subsequently displayed a white screen. There was no patient involvement.

Event description:
It was reported to philips that the device failed to properly power on and subsequently displayed a white screen. There was no patient involvement. The customer requested assistance from a philips remote service engineer (rse). The customer explained that when they originally troubleshoot the device, it displayed a red x in the rfu indicator and would not power on. Per the customer, the power up issue began after the unit was dropped by a user. During troubleshooting, the customer biomed removed and reinstalled the device battery and the unit powered up without issue. Based on an initial assessment, the rse advised the customer that the issue could be intermittent and that the unit should be sent to the bench for further evaluation. The device was subsequently received by the bench repair service on 28-dec-2021. Upon evaluation of the device, it was confirmed that the display for the unit experienced an intermittent failure and would power up with a white screen. As a result of the ongoing issue, it was advised that the processor pca and display assembly be replaced to return the device to working condition. Based on the conclusion of the evaluation, it was determined that both the display assembly and processor pca needed to be replaced to resolve the noted issue. Both components were replaced and the unit was deemed fit for use. As multiple components were installed to repair the device, a definitive cause for the failure could not be determined. Following the repair, calibrations were completed for preventative maintenance and the device was returned to the customer to be placed back into service . There is no indication of a systemic problem. No further investigation or action is warranted.